Event description:
It was reported, the patient is unable to feel stimulation, especially when the amplitude is increased. Follow-up revealed the patient was reprogrammed, but can only feel stimulation while lying down. The patient plans to discuss his status with his doctor on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.